Event description:
On (B)(6) 2012, a monarc sling was implanted to treat stress urinary incontinence. It was reported that, since then, the patient has had, "extreme pain in her groin/leg" that is increasingly becoming worse and requires a crutch and prescription pain medication for the last few months. She has been seen by multiple doctors. One physician across the country from her has planned to remove the mesh but not for several months because of his case load. In the meantime she requires handicap parking, is working reduced hours, is taking pain medication, is using a crutch and is in constant pain. She reports that her quality of life has been greatly diminished. She is concerned her damage may be permanent and reports difficulty taking care of her family.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.